Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues observed in the black box history. There was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no damage found to the battery cap or battery compartment. The battery cap was able to tightly secure to the pump. A battery cap contact test was performed with no connection issues observed. The pump powers on with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and there was no damage found to the power circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On the morning of (B)(6) 2012, the patient contacted animas alleging that she experienced a blood glucose (bg) value of 468 mg/dl with nausea. The patient reportedly did not check for ketones. She stated that when she awoke, that pump had no power. She reportedly tried to insert a new battery and that the pump would still not power on. The patient denied damage to the battery compartment or battery cap, there was no corrosion noted and that the yellow o-ring was not visible. The patient reportedly disconnected from the pump and customer support (cs) advised the patient to go on a back-up plan. The pump is being returned for troubleshooting. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy. This complaint is also being reported due to the alleged power issue with the pump.